Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# l74873, implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: lead.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported their leads were revised in 2011 because it was cracked/fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.